Event description:
On (B)(6) 2014, inconsistent data regarding number of shock were found in device memory.

Event description:
On (B)(6) 2014, inconsistent data regarding number of shock were found in device memory.